Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner, and cracked lcd window.

Event description:
The customer reported via phone call that the top of the reservoir compartment was uneven. Customer's blood glucose level was 230 mg/dl. Pieces broke off the reservoir compartment. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.